Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: etlw1624c93ej sn (B)(4), expiration date: 2018-11-14, UDI # (B)(4). Film evaluation summary: the exact cause and source of the endoleak could not be determined from the limited images provided. Pre-implant CT¿s, films during implant, and post-implant CT¿s were not available for review. A pre-implant planning drawing revealed that both common iliac arteries were aneurysmal at short in length. The right common iliac artery diameter ranged from 21 ¿ 15 mm along the 19mm length, and the left common iliac artery ranged in diameter from 20 ¿ 16mm along the 17mm length. Two still 3d-CT images from 6-weeks post-implant were returned. Both the contra/right and ipsi/left limbs were seen extending into common iliac artery. However, the aaa sac could not be seen in the films, and the amount of distal seal length of each limb into the common iliacs also could not be determined. A localized circular area of contrast was seen along the anterior surface and between the distal limbs, between the level of the gate and distal end of the limbs. This area of contrast may have been located within the distal aaa sac; however, the source and cause of the endoleak could not be determined. This may have been a distal type I endoleak from either or both limbs, potentially related to implanting within aneurysmal and short length common iliac arteries. Additional images would be required to help determine the endoleak source.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 57mm diameter abdominal aortic aneurysm. The aortic neck was 12mm in length, 24.8 x 22.8, 24 x 23.2, 26.2 x 24.7, 27.7 x 27.4, 24.7 x 27.9mm in diameter from proximal to distal. There was no endoleak post implant. It was reported that a CT was done at the 1 month follow-up and showed there was an unknown endoleak. The patient has not and will not receive treatment. The physician stated the cause of the event cannot be determined. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.